Event description:
The pt was connected to a philips monitor, which includes EKG, rr, spo2, and nibp. The pt took the nibp hose and connected this to his IV tubing at the clave connection by utilizing the dual tube adapter applied to the cable. Had this not been discovered before the machine cycled, the pt could have sustained a fatal air embolus. Originally these adapters made and supplied by trimline. Part# 9204, adapts single tube bayonet to dual tube male -push-luer, so that the facility could utilize just one type of disposable cuffs with all of our makes and models of nibp products. We have changed out our disposable cuffs for those with bayonet for single tube applications only, removed and destroyed all dual adapters.